Event description:
It was reported that the customer had a cracked display on the insulin pump. The customer blood glucose level was unknown. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was unable to download using care link pro due to multiple displayable history failed alarm at the alarm history screen. Displayable history failed alarm due to a corrupted history file. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.